Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. A visual examination of the returned device revealed that the push catheter was kinked near the hub. The push catheter was broken in two pieces at the distal end. The guide catheter was stretched and broken into four pieces. A section of the broken guide catheter was stuck inside the push catheter and could not be removed. Another section of the guide catheter was stuck inside the broken section of the push catheter and the stent. The stent was still attached by the suture to the push catheter. There was not damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima exchange biliary stent system was used during a bile duct removal procedurere in the inferior bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched and the stent was unable to be deployed. The procedure was successfully completed with another flexima exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken push and guide catheters.